Manufacturer narrative:
(B)(4) the customer returned one, unopened cvc kit for analysis. Visual analysis revealed that the distal luer hub was caught in the seal of the tray and lidstock. This created an imprint on the lidstock. Further microscopic examination confirmed the damage and revealed that a sterility breach had formed. The kit was opened and analysis of the distal luer hub revealed that it was crushed and showed evidence of an adhesive layer on one side. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a sterility breach was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal luer hub of the catheter was lodged in the seal of the lidstock and the tray. Aside from damaging the luer hub, tray, and lidstock, this created a very small sterility breach in the seal. Based on the customer report and the sample received, packaging caused or contributed to this event. A non-comformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during labeling process, it was verified that this unit had a sealing problem. The hub was sealed with the package." There was no patient involvement.